Event description:
As reported by navilyst medical's distributor in denmark, a hospital utilizing an angiographic convenience kit has experienced multiple instances of aspirating air while filling the contrast syringe during procedures. The kit consists of a blood pressure monitoring manifold and 2 fluid delivery sets. The syringe is not provided by navilyst medical. There has been no patient injury. One used kit sample (plus syringe) has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The complaint reporter provided 2 lot numbers which were in use at the time of the occurrences. A review of the device history records were performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(4) 2013 navilyst medical complaint report was performed for the product families of fluid delivery sets (fds) and convenience kits for the failure mode of "air bubbles noted." No adverse trends were identified. Returned for evaluation was the contents of one convenience kit (manifold and 2 fluid delivery sets) as well as a b.braun syringe (not provided by navilyst medical). The lot number of the returned sample kit was not identified. All connected components of the assembly were attached to the manifold proximal female port, and appeared to be over-tightened. After the syringe was removed from the manifold using hemostats, minor damage (threads slightly bent) was noted to the manifold female luer threads. This damage is consistent with previously viewed samples of over-tightened connections. The manifold and both fluid delivery sets were individually air leak tested, per navilyst medical procedures, and passed. A simulated use inspection was performed on each fds to recreate the complaint description. The braun syringe (not sold by navilyst medical) was connected to the proximal female port of the three valve manifold. The spike of the fds was attached to a saline bag and distal end was attached to the manifold side port. The entire system (syringe, manifold and fds) was primed and de-bubbled using the braun syringe returned with the kit. Fluid was drawn into the primed system by aspirating the syringe piston by hand. No air was observed during 5/5 aspirations. Dimensional measurements were taken of the manifold threads and female tapers. All met specifications with the exception of the proximal end port, likely due to the braun syringe having been over-tightened onto this port. The male tapers of the fds(s) met specification, and the male taper of the braun syringe also passed inspection when checked with an iso taper gauge. The reported complaint description for air cannot be confirmed and the root cause of the reported events are unable to be determined. The returned complaint sample met visual, leak, dimensional and functional specifications. No manufacturing non-conformances were observed. The damage noted to the manifold proximal female threads and female taper were most likely due to the braun syringe being over tightened onto the manifold proximal end port. DHR review of the packaging and manifold assembly/fds lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The directions for use supplied with the convenience kit contains the following caution: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully de-bubble prior to injection to minimize the potential for embolism and in rare instances, death." (B)(4).